Event description:
Initially the patella was not resurfaced . Due to pain the patella was resurfaced and the tibia was revised with concerns of loosening.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
Initially the patella was not resurfaced . Due to pain the patella was resurfaced and the tibia was revised with concerns of loosening.

Manufacturer narrative:
An event regarding tibia loosening involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Device evaluation not performed as no items were returned. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Device history review not performed as no lot code was provided. The exact cause of the event could not be determined as further information is needed. No further investigation for this event is possible at this time.